Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v824102, implanted: 2012-(B)(6), product type lead, product ID 3037, (B)(4), product type programmer, patient. Product ID neu_unknown_lead, (B)(4).

Event description:
The patient reported the health care provider could not get the lead wire out and he left it in¿ .the patient reported that she has both lead wires in still. A follow-up report will be sent if additional information becomes available.